Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was extracted and moved from the left side to a right sided implant due to an infection. The patient later reported feeling palpitations and reprogramming of the ICD was completed. Approximately 28 months later, the patient returned to the hospital with reports of feeling palpitations again. It was discovered the ICD was unexpectedly approaching recommended replacement time (rrt) sooner than anticipated. A therapy plan was suggested to remove the device and upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) device. The device was extracted and replaced. No further patient complications have been reported as a result of this event.